Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Device code - unknown. Expiration date - unknown. Date implanted - unknown. Date explanted - unknown. PMA/510(k) number. Manufacture date ¿ unknown .

Event description:
It was reported that patient underwent left partial knee arthroplasty on an unknown date. Subsequently, patient underwent a left patellar tendon repair on (B)(6) 2015 due to a patellar tendon rupture.